Event description:
It was reported a device's malfunction in which impactor piece broke.

Manufacturer narrative:
The affected device was returned and evaluated. A visual inspection of the device confirmed the complaint that the anterior cam bumper is damaged. The device was manufactured in 2017 and exhibits signs of moderate wear and use. The fracture through the anterior cam bumper was likely due to overload. An overload fracture can occur when the mechanical forces applied to the instrument exceed the strength of the material. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.